Event description:
The distal part of the foley tubing has a drainage port that is connected to a square plastic chamber, which shows the measurement of urine output. That connection has a seal and that is not completely sealed. The urine leak is coming from the drainage port. During assessment of the device, the drainage port was tilted while keeping the square plastic chamber still and an opening was visualized from where the port is connected to the plastic chamber. Manufacturer response for urinary catheter, medline 15fr temp sensing foley with urometer (per site reporter). Tracking and trending.